Event description:
A non-healthcare professional reported that during the intraocular lens implant procedure, the lens could not load and the leading haptic was hard and not easy to fold. There was no patient contact. The surgery completed with new lens. Additional information has been requested.

Manufacturer narrative:
The lens was returned inside a company cartridge placed into the lens carton. Inadequate viscoelastic was observed in the cartridge. The viscoelastic was only observed on the folded lens. The lens was located in the loading area. The lens was biased down per the IFU. Both haptics were folded onto the anterior optic surface. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified lens/cartridge combination was used. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The lens was loaded into the cartridge. Both haptics were folded onto the anterior optic surface correctly in the loading area. The root cause for the reported complaint of couldn't load, lead haptic was hard and not easy to fold is most likely related to a failure to follow the (instructions for use) IFU. An inadequate amount of viscoelastic was observed. There was no viscoelastic observed beyond the lens in the cartridge. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).